Event description:
A malfunction was reported with a displayed error code, malf 16, and the pump was not functioning correctly. There was no adverse impact to the customer's blood glucose level. The customer opted to use multiple daily injections (mdi) as a backup therapy and was instructed by technical support to return the malfunctioning pump to tandem using a pre-paid label. A replacement pump was sent to the customer, and tracking information was provided upon request.